Manufacturer narrative:
The site reported an lal was piggybacked with a standard implant as the desired refractive outcome was not achieved after light adjustment treatments. Rxsight's awareness of the event was (B)(6) 2021. The device history record for the lens was reviewed and no issues were noted. The lens remains implanted in the patient's eye.

Event description:
The site reported an lal was piggybacked with a standard implant as the desired refractive outcome was not achieved after light adjustment treatments. Rxsight's awareness of the event was (B)(6) 2021.